Manufacturer narrative:
A follow up emdr will be submitted when additional information become available. The cardiohelp in question was investigated by a getinge field service technician on (B)(6) 2021 and the log files were sent to the manufacturer for investigation. Root cause analysis is ongoing.

Event description:
It was reported that the cardiohelp settings (bubble intervention) that the user set caused the system to stop pumping while in use. According to the user the system was replaced and no patient harm was reported. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp settings (bubble intervention) that the user set caused the system to stop pumping while in use. A getinge field service technician was sent for investigation on 2021-08-02. He could not confirm the failure. The unit was tested and put back in use. The log files were analyzed by getinge life-cycle-engineering on 2021-08-24. No malfunction could be confirmed. The log files showed that on the reported event time the setting for the arterial bubble intervention was activated. In addition the global override was deactivated resulting in the pump stop. The cardiohelp responded as per factory specifications. Based on this results, the reported failure "settings (bubble intervention) that the user set caused the system to stop pumping" could be confirmed. A product related malfunction could not be confirmed. Most probable root cause could be identified as a misinterpretation by user of the settings. In the cardiohelp system instruction for use (IFU) under chapter 6.2.1 "flow monitoring" the following is stated: "this function monitors the blood flow. For this purpose, warning limits must be set." The service and sales unit will be advised to introduce the customer to follow the instruction for use. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).